Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was discovered inside an intravia container after vancomycin was added. It was further specified that the particulate was thread-like. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, a light-colored fiber was observed in the container solution. After vacuum filtration to isolate the fiber, microscopic inspection showed it to be a colorless fiber approximately 7.0mm in length with a thick end which tapered to a fine point on the other end. Micro-ftir analysis produced infrared spectra consistent with polyvinyl chloride (pvc). The material and morphology of the fiber is consistent with a needle scraping. There was no evidence of a needle scrape along the length of the medication port which implies the needle scrape particle found in solution likely came from another device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.